Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Visual inspection of the applanation cone with a photomicroscope shows scratches, debris and liquid on the applanation surface. It is unclear whether there were debris on the applanation surface before docking procedure or only after docking. The most possible root cause for debris is fall out of particles during transportation from customer to manufacturer as the suspect product was not originally closed. Functional inspection of the suspect shows no deviation during detection and focus control of the patient interface. The cone has successfully passed the calibration check. The docking of the suspect on a rubber test eye was performed without issue and a treatment would be possible. The docking process was retried several times and with two orientations of the suction ring but no lack of suction or instable suction could be reproduced. No contributing factors could be identified. A root cause for the customer´s reported event could not be determined because the reported event could not be reproduced during investigation. There is no indication that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that patient interface was damaged and unable to get suction in the unknown of a patient during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).